Event description:
It was reported the device failed dso (downstream occlusion sensor) calibration during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Dso (downstream occlusion sensor) / uso (upstream occlusion sensor) sensors passed occlusion tests. The dso sensor was recalibrated and passed the pressure test. However, there was an intermittent failure of -no disposable- when attaching a cassette to the pump. The dso and latch sensor were replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.